Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a patient who underwent an unknown procedure with unspecified mentor gel prostheses developed the following after implantation: heart palpitation, body aches, loss of hair, rashes, headache, chest pain, vision problems, teeth decay, kidney problems and frequent urinary tract infections, metallic taste in mouth, weight gain, fatigue, night sweats, reflux, and more. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch report is for the left breast prosthesis.